Event description:
The customer reported to olympus, the bronchovideoscope image cut in and out depending on the angle the scope was being held. The issue was found at the end of a therapeutic bronchoscopy. There were no reports of patient harm. The procedure was completed with the same device with no delay in treatment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image (black). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed, the investigation discovered multiple dents on the insertion tube that could have stressed the charged coupled device causing the image issue. In addition the evaluation findings, there was no data transmission and the bending angle in the down direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the cause of the no image could not be identified. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.